Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called the philips response center (rc) to report that the device was failing the general system test segment of the user initiated operational check (opcheck). There was no pt involvement.